Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up and the device exhibited post-paced t-wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.